Manufacturer narrative:
(B)(4). One lf5544 device was returned for eval. The silicone boot was detached from the device. The instructions for use (IFU) states carefully insert and withdraw the instrument from cannulae to avoid possible damage to the devices and/or injury to the pt. Use the appropriate sized trocar to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Trocar cannulae with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Injury has rarely been reported with these complaints.

Event description:
The customer reported that the clear insulation detached from the device. It fell into the pt cavity but was retrieved. The procedure was converted from laparoscopic to open due to the difficulty of the case and the number of adhesions in the pt. It was noted that the surgeon did not attribute the need to convert to open as a result of the insulation becoming detached. The surgeon also believe that the insulation being removed did not place the pt in danger or cause injury.